Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently beeps and then has to be rebooted (locked up). There is no report of pt injury associated with this event.